Event description:
Customer reported low ma errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration, and reset the ma null setting. System operates as intended.